Event description:
During an external carotid diagnostic procedure, just prior to treatment, another co's catheter was being used in the procedure. Upon backing it out of the sheath, the guide wire was observed to be unraveled, like the guide wire coils were separating from the core; however, the guide wire did not appear to be in two pieces. This, however, could not be confirmed. No pt injury was reported.